Event description:
Reported discrepant sars results for an unknown number of patients. It is unknown if the patients were symptomatic. The customer communicated that the results were positive first and then later negative upon repeat testing with solana. The health group runs high volume testing (1,000-1,200 tests a day) across multiple locations. The overall discrepant result rate was reported to be about 0.01%.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone. Additional information will be included in a follow-up report upon the completion of the pending investigation.

Manufacturer narrative:
Additional information: b4 - added today's date for the follow-up report. H6 - added code 213 to investigation findings, code 67 to investigation conclusions, and codes 4110 to the type of investigation as it is now complete. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.